Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that patient was experiencing pain at the ipg site and uncomfortable sensation. Patient reported no falls or trauma. As such, surgical intervention is anticipated. No further information available at this time.

Event description:
Additional information received indicates the device was explanted to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.